Manufacturer narrative:
The investigation has determined that a higher than expected vitros tsh result was obtained when processing vitros tsh on a vitros 5600 integrated system. The assignable cause for the higher than expected proficiency result when processing iqmh survey endo1909a cannot be determined with the information provided. Historical vitros tsh lot 5900 quality control results indicate acceptable performance at the time the proficiency fluid was processed, therefore a reagent issue is not a likely contributor of the event. In addition, continual tracking and trending does not indicate a systemic issue with vitros tsh lot 5900. An issue with the vitros 5600 integrated system cannot be ruled out as a contributor to the event. A within run vitros tsh precision test was acceptable, indicating that the analyzer is currently performing as expected. However, it is unknown if the performance of the vitros 5600 system was acceptable at the time the proficiency fluid was tested on 03 september 2019.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a higher than expected result obtained when processing vitros immunodiagnostics products tsh reagent (vitros tsh) on a vitros 5600 integrated system. Vitros tsh lot 5900: iqmh survey endo1909a vitros tsh result 0.24 miu/ml versus expected result of 0.12 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh result occurred when processing a non-patient fluid. There were no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).